Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to it presenting high pacing threshold measurements. A new device was implanted. No additional adverse patient effects were reported.